Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, post deployment of mitraclip a single leaflet device attachment (slda) occurred from posterior leaflet. Additional mitraclip ntw was deployed to stabilize the slda clip and reduction of mr to grade 1-2. There was no clinically significant delay . No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, post deployment of mitraclip a single leaflet device attachment (slda) occurred from posterior leaflet. Additional mitraclip ntw was deployed to stabilize the slda clip and reduction of mr to grade 1-2. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.